Manufacturer narrative:
An attempt to reproduce the reported issue was performed and confirmed the issue is reproducible via patient dashboard. The software did not adhered to the specified requirements and did not performed in accordance with expectations as referenced in the sw requirement document' field. After discussion with the cosmos team, we determined that the feature to get the patient sync that updates the last upload timestamp in the patient dashboard in cua was implemented to support both 7xx and cc devices on the cumulus side. But the cosmos side implementation only requires this information for the patient with the common core devices. Once we identified this dependency, we are restricting the devices support only for common core device family in the cumulus config which is handled by ccm2369 deployment issue confirmed the root cause is due to incorrect configuration resulting in discrepancy in last upload timestamp the fix will be implemented as a configuration change, and no esf has been created for this issue. This has been fixed and validated with ccm2369 deployment on april 9th, 2026 recommendation: we recommend that the customer check the dates once the ccm2369 deployment is completed on april 9th, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between the data upload date shown in the patient list and the actual upload date in carelink reports. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-7350.